Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was chipped, the nozzle of the device was clogged and prevented water from being removed, the switchbox was scratched, and the scope cover was scratched. The customer provided information regarding cleaning steps used with this device. It was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle or what it was. Water was successfully aspirated through the instrument/suction channel with no problems. There was no delay in the start of the pre-cleaning and no abnormalities with the accessories used for reprocessing. The instrument channel was wiped or brushed with lint-free cloths, brushes, or sponges. The instrument channel, channel port, and suction cylinder were all brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had black liquid coming out of the mouth of the forceps. The issue was found during reprocessing of the device. There were no reports of patient harm.